Event description:
Philips received a complaint on the patient monitor efficia cm120 indicating that the device measures blood pressure incorrectly. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and determined that the device required recalibration. Based on the information available and the testing conducted, the cause of the reported problem was that the device was out of calibration. The reported problem was confirmed. The blood pressure monitor was recalibrated by the fse, and the device was delivered to the user in perfect working order. Section e reporter phone #: (B)(6).